Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead was introduced into the cephalic vein and at the end of the procedure the impedance was found to be high. It was also reported the impedance was high after the connections were checked. Another lead was implanted and no patient complications have been reported as a result of this event.